Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. More than 6 years have passed since the subject device was manufactured. Based on the results of the investigation, the event was likely due to aging deterioration or due to an external force (such as strong rubbing against the relevant part during normal use, including reprocessing).

Manufacturer narrative:
The referenced scope was returned to the service center. A review of the asset's repair records indicate the scope was last repaired on (B)(6) 2020 (inspection only; no critical problems found). The evaluation found the adhesive at the distal end forceps cover was peeling. The scope was repaired to standard specifications and returned to olympus asset inventory. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard service inspection of a customer returned asset, the evis exera ii ultrasound gastro-videoscope's adhesive at the distal end forceps cover was found peeling. There was no report of any problems associated with the device and there was no patient injury or harm reported.